Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 423 mg/dl at the time of the event and reported pump was not blousing correctly. The customer also reported an insulin flow block. The hyperglycemia was treated with an insulin pump. The customer stated no symptoms. Troubleshooting was performed and found that the insulin flow block was resolved by a complete set change. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.